Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from rep to confirm a replacement antenna was ordered and they confirmed it was. Rep was not aware of the allegations regarding ins battery not staying charged and will follow up with patient directly to inquire further. Rep was not aware of any planned battery replacements.

Event description:
The caller had a damaged recharger antenna cord. Patient rep said can't see damage, but if you move the antenna cord the screen will go dim and if you wiggle it the screen will get bright. An email was sent to repair to replace the damaged cord. Patient representative said the battery won't stay charged. No symptoms reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.